Event description:
It was reported the epiq cvx ultrasound system was unresponsive and shut down during use in the operating theater for an unspecified procedure. The procedure was completed using another system. There was no patient or user harm. The service engineer evaluated the system including the system logs to confirm the reported problem. It was determined when an x8-2t transducer was connected, it caused the system to freeze and power off. The customer was notified of the findings, and the system was returned to service. There were no further similar issues reported. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. The field service engineer cleaned and vacuumed the system. The system was returned to service and no further similar issues were reported. No further information is available.